Event description:
It was reported that the patient experienced recurrent incontinence with his artificial urinary sphincter (aus) device eight years after implant due to fluid leak. All components were explanted and replaced. The patient had a good outcome.